Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user forgot to announce a breakfast meal and contacted support about one hour after eating, with a blood glucose value of 320 mg/dl. The agent advised not to announce the late meal and provided education on late meal announcements and the correction algorithm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for user education and reliance on the device¿s correction algorithm without medical intervention or hospitalization. Investigation included customer communication and troubleshooting focused on use error and operational guidance. Investigation of this case revealed user error related to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.